Event description:
Pt states that four weeks following hernia repair, he developed an infection along the incision line. Antibiotics were administered and an office drainage was performed. Staphylococcus spp was cultured/identified by the physician.